Event description:
Per clinical review: the complaint involved a tubing pack that was connected to a pediatric oxygenator that had a severe kink in the arterial tubing line exiting the arterial port of the oxygenator. This was discovered during initiation of bypass. Then the oxygenation performance of the oxygenator started to decrease, impacting the partial pressure of oxygen (po2) values to decline. Bypass was interrupted to change out the oxygenator and tubing pack with a complete new set. There was a delay. The surgery was successfully completed and there was no harm to the patient. The oxygenator and tubing pack were not returned to the manufacturer for further evaluation. A data log review was not shared with the manufacturer. Pictures were taken of the kinked tubing by the customer during bypass and shared with the manufacturer confirming the kinked tubing.

Manufacturer narrative:
Updated blocks: b1, b2, b5 & h6. The reported complaint was confirmed. The user facility provided a picture of the issue which confirmed that the l18 tubing segment on line 1c was kinked. The most likely cause of the reported issue was determined to be due to a manual assembly error during the layering process. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was a kink in the 1/4-inch exit line from the oxygenator, accompanied by a decrease in partial pressure of oxygen (po2) values on the blood parameter monitor (bpm). The entire extracorporeal circuit, including the oxygenator, was replaced. The surgical procedure was completed successfully. There was a 45-minute delay of the procedure due to the change. There was no blood loss nor adverse consequences to the patient.